Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the lesion was 90% stenosis and very tortuous. A cypher 3.5/23 stent was deployed at entryof lcx. A cell that was located at side branch was expanded by a ryujin 3.5/15. Though post-imaging was performed, it wasn't able to cross. Therefore, the physician tried to pull out this catheter, but it wasn't able to be pulled. Because he thought that this catheter got stuck with a stent strut, all systems were pulled out together. When this catheter was checked, cracks were found at distal marker and gw exit lumen and the image didn't appear. A galaxy1 was used.